Event description:
According to the available information the patient was catheterized. No clinical consequences.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and found none on the lot 9240224. The probable root cause of this issue was a problem with balloon¿s raw material. Checking the quality databases revealed this type of defect is known and closely /specifically monitored. A similar case study was performed based on same item number and same defect [balloon burst] over last four years, 57 similar cases were found. A risk management framework evaluation was performed and concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. Correction: b5: event description.

Event description:
According to the available information the balloon burst on two occasions. There were no clinical consequences but pain and discomfort for the patient.